Event description:
It was reported that on the day of implantation, during a follow-up, ventricular loss of capture was noted. At the same day a revision took place. Both leads were disconnected and checked. The measurements were in range. After reconnecting to the pacemaker there was no response. It was decided to exchange the device.

Manufacturer narrative:
The leads were not returned for an analysis. Therefore, the analysis report refers exclusively to the pacemaker analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The memory content documented that the implantation was successfully completed in bipolar lead configuration on (B)(6) 2018 at 04:15 pm. The first lead failure was documented on that day on 07:13 pm. No indication of a device malfunction was noted during the memory inspection. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output.in conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.